Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient started having drainage from the incision site in the last two weeks. After over a week on antibiotics there was still puss draining from the incision site. The cause of the infection/ drainage was unknown. Antibiotics were administered. The device was explanted and issue was resolved. No further complications noted or anticipated.